Event description:
It was reported that a few weeks after the surgery the clavicula plate broke in two parts in the patient. Update 17-nov-2022: the initial surgery took place on (B)(6) 2022, the breakage of the plate was noticed on (B)(6) 2022 and treated on (B)(6) 2022. The revision surgery was performed with two clavicle plates and cancellous bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Visual inspection found that the device was broken in half. Possible cause cannot be determined with the given information but likely causes include excessive force on the device during procedure, trauma to the patient, and or device related failure. Complaint was confirmed.